Manufacturer narrative:
E1: initial reporters facility name; (B)(6). One device received for investigation. The customer reported event was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual testing performed and found the downstream occlusion (dso) seal damaged, and the lens scratched. Downstream occlusion (dso) seal and lens have been replaced.

Event description:
It was reported that the device does not engage the extension set. It was stated that the issue was discovered during set up. No patient involvement.